Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It should be noted coronary dilatation catheters nc trek rx, instruction for use (IFU) note: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the circumflex artery. A 3.0x15mm nc trek balloon dilatation catheter (bdc) was prepped outside the anatomy prior to use; however, the balloon was not soaked prior to use. An unspecified stent was deployed and the bdc was being used for post-dilatation; however, the balloon ruptured at 18 atmospheres during first inflation. The procedure was successfully completed by post-dilating the stent with an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.